Event description:
Stent came off balloon in right coronary artery, not deployed, in process of trying to retrieve the stent, the interventional wire broke. Distal portion was removed and the proximal portion and stent remained in the lumen of the coronary artery. Multiple attempts made to retrieve the wire and stent, all failed. Pt remained stable. Two non drug eluting stents were deployed in the proximal portion of the vessel to trap the free stent and wire. Pt left room stable and pain free.